Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) would not power up. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon servicing, the charger/modem would not power up. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger/modem. The last patient to use this battery charger/modem did not report any problems.